Event description:
A report was received that a pt was unable to charge the ipg. The pt reported that he had undergone back surgery and monopolar electrocautery may have been used. Currently, labeling warns against the use of monopolar electrocautery. The physician has recommended ipg replacement.